Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting system was working intermittently. It was noticed at the end of the procedure, so the case was completed using the reported device. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on september 24, 2010, for investigation. A visual inspection revealed that the jaws were very bloody and burnt. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test; it produced energy and steam, and did not remain activated. Based upon these findings, the reported failure, "intermittent power" could not be confirmed. A device lot history review was performed on the reported lot number, and there are no non-conformities which could be attributed to the reported failure mode. (B)(4).